Event description:
It was reported that continuously, glucose-saline fluid was being administered to the pt by one lumen. By the time another bolus of medication was introduced by another lumen the pts' blood pressure increased. The physician assumed that there was a leakage between both of the lumens, so the liquids had been merged. As a result, a massive flush of nor adrenalin had to be introduced by another lumen and the ventral venous catheter (cvc) was replaced. Additional information received on 07/27/2010 from management support stated "it is very important to understand that this only could happen when a massive flush of nor adrenaline became co introduced, which is only possible through the other lumen. The outcome of the pt is ok." There were no pt complications or delay in therapy reported. No intervention required.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional information becomes available.